Event description:
It was reported that a patient experienced a loss of therapy. It was stated that therapy relief was less than 50%. An impedance test showed high impedances greater than 4,000 ohms on contacts 10, 13, and 15. It was tested at 3.0v as well with the same high impedances. The patient was reprogrammed with alternate contacts that restored "good" therapy to the patient. It was noted that the patient was receiving "good" coverage of his pain. It was reported that the patient's status was alive with no injury or adverse event. No further information was received.

Manufacturer narrative:
Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. Patient product ID: 3708160, serial#(B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient experienced a loss of therapeutic effect and the implantable neurostimulator (ins) stopped working. The patient wasn't sure but he thought something happened to it since the ins stopped helping control the pain. The manufacturer's representative (rep) reprogrammed it but it did not resolve the issue. The patient had another ins put in from a different company and wanted to have the current manufacturer's device removed and wanted to know how to have this done and was looking for a surgeon.